Event description:
Post-operative pt on cardio-thoracic surgical intensive care unit complained of urethral pain upon removal of catheter. Catheter was in pt for less than 24 hrs. Physician reported the inability to completely deflate balloon. This made for a washboard effect or defect which was extremely painful for the pt when the catheter is withdrawn across the tender urethral lining upon removal. The same situation with the catheter can be reproduced by inserting 5cc of water into the balloon and then removing.